Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor- 5/13/2019, electrode belt- 1/29/2019.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021. It was reported that the patient was in the hospital and lost consciousness prior to passing on (B)(6) 2021. Review of the patient's download data revealed that prior to passing, the patient received seven appropriate treatments and seven inappropriate treatments from the lifevest. At 21:09:36, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 200 bpm, and the post-shock rhythm was af at 120 bpm. At 21:16:07, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was af at 120 bpm with nsvt, and the post-shock rhythm was af at 120 bpm. At 21:18:03, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 220 pm and the post-shock rhythm was af at 130 bpm with pvcs. At 21:30:25, the patient received the fourth treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 180 bpm, and the post-shock rhythm was af at 130 bpm with nsvt. At 21:30:54, the patient received the fifth treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 210 bpm, and the post-shock rhythm was af at 130 bpm with nsvt. At 21:31:26, the patient received the sixth treatment from the lifevest. The patient's rhythm at the time of the treatment was af at 130 bpm with nsvt, and the post-shock rhythm was also af at 130 bpm with nsvt. At 21:36:16, the patient received the seventh treatment from the lifevest. The patient's rhythm at the time of the treatment was af at 130 bpm with nsvt, and the post-shock rhythm was also af at 130 bpm with nsvt. At 21:36:55, the patient received the eighth treatment from the lifevest. The patient's rhythm at the time of the treatment was af at 120 bpm with nsvt, and the post-shock rhythm was af with rapid ventricular response at 150 bpm with nsvt. At 21:38:09, the patient received the ninth treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 220 bpm, and the post-shock rhythm was af at 140 with nsvt. At 21:38:43, the patient received the tenth treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 220 bpm, and the post-shock rhythm was af at 140 bpm with nsvt. At 21:39:10, the patient received the eleventh treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 190 bpm and the post-shock rhythm was sinus tachycardia at 110 bpm with nsvt. At 21:39:44, the patient received the twelfth treatment from the lifevest. The patient's rhythm at the time of the treatment was af with rapid ventricular response at 150 bpm with nsvt, and the post-shock rhythm was af tat 120 bpm with nsvt. At 21:40:09, the patient received the thirteenth treatment from the lifevest. The patient's rhythm at the time of the treatment was af at 120 bpm with nsvt, and the post-shock rhythm was af at 130 with nsvt. At 21:48:36, the patient received the fourteenth treatment from the lifevest. The patient's rhythm at the time of the treatment was af at 120 bpm with nsvt, and the post-shock rhythm was af at 110 bpm with pvc's. Atrial fibrillation (af) with rapid ventricular response (rvr) and non-sustained ventricular tachycardia (nsvt) contributed to the false detections. The response buttons were not pressed during the event. The lifevest was shut down at 22:24:14 on (B)(6) 2021, and the patient reportedly passed away on (B)(6) 2021. There is no indication that a device malfunction caused or contributed to the patient's passing.